Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a check cassette alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center the distal pressure sensor of the device was found to have drifted out of calibration.

Manufacturer narrative:
During testing and investigation at the service center, the device alarmed with a check cassette d alarm. The probable cause was due to the distal pressure sensor of the device was found to have drifted out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.